Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 (mg/dl) that they addressed by consuming glucose tablets. It was also reported that the insulin gauge was inaccurate. Customer reported that the insulin gauge had decreased from 80 units to 45 units despite the pump only administering 6.87 units of basal insulin. Customer indicated that they will disconnect from the pump until their bg levels return to target. Troubleshooting with tandem technical support indicated pump was performing as intended.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data recorded two cartridge change sequences. The cartridge volume was filled to 80 units during the first load sequence and 135 units during the second load sequence. During the first cartridge change, tubing and site was primed with 24.935 units of insulin, and 17.66 units primed for the second cartridge change. If the customer did not disconnect for one of these priming sequences it could lead to a low bg event. Three bolus requests were made on (B)(6) 2016, and the user did not enter their current bg level during one of the requests. This could also lead to a low bg event. There is no evidence that the insulin pump malfunctioned or experienced a failure.